Manufacturer narrative:
(B)(4). Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. The anti-backup was noted to be non-functional. However while we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported during a thyroidectomy procedure that there was two clips released in the same time then it was not possible to use the device. Clips released were removed by the surgeon. The surgeon tested the applier several times with the same issue. The device was decontaminated. Another device was used. There was no adverse patient consequence.